Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There have been no reports of deformation or breakage of the forceps channel and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) due to wear of angle wire, bending angle in down direction does not meet the standard value, b) the bending cover adhesive was discolored, and c) residual liquid or foreign material was coming out of channel tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had residue in the channel tube, which could not be cleaned thoroughly. The issue was found during reprocessing after a diagnostic gastroscope procedure. The procedure was completed with the same set of equipment. The scope was reprocessed according to the instructions for use prior to being returned for repair. There were no reports of patient or user harm associated with this event.